Event description:
Medics responded to a patient in cardiac arrest. The device operator was working with patient and device in a very small room, so the device was across the bed from the operator. The patient was diagnosed as in coarse v-fib, the analyze button was pressed and the device charged to 200 joules. The device operator started to reach across the bed to press the discharge button when reportedly the device fired before the operator touched the machine. The operator was not injured, the patient later died. Reporter stated the alleged malfunction did not cause or contribute to the patient's death based on an assessment of the patient's lack of viablilty.